Manufacturer narrative:
It was reported that a 68 year old male patient with history of hypertension and gastrointestinal bleeding underwent atrial fibrillation ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis and surgical intervention. The patient came in with a small pericardial effusion. The carto 3 system displayed a force sensor error 106. The investigational analysis completed 12/11/2019. The device was visually inspected, and the shaft was found kinked approximately 35 cm and 106 cm form distal tip, but these kinks could be caused due to excessive manipulation. It was tested for electrical, temperature, deflection, and irrigation functionality and the catheter passed all specifications for each of these tests. Then, the catheter was evaluated for erasable programmable read only memory (eeprom), and the functionality of the sensor catheter was tested on carto system. The eeprom data demonstrates the catheter was properly calibrated during manufacturing. The catheter was recognized by the carto 3 system, however, error 106 was displayed. The catheter was dissected, and it was determined that the root cause was an internal failure of the sensor. A manufacturing record evaluation was performed for the finished device, and no internal actions related to the complaint was found during the review. The root cause of the adverse event remains unknown. The instructions for use (IFU) state that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. The opinion of the physician is that event may have been caused by transseptal access and that patient¿s underlying condition may have contributed to the event. The customer complaint for force sensor error has been verified. Manufacture ref no: (B)(4).

Manufacturer narrative:
On 10/31/2019, the biosense webster inc. Product analysis lab received the device for evaluation. Upon initial inspection, no visual damages or anomalies were observed. During a second visual inspection, the shaft was observed kinked approximately 35 cm and 106 cm from the distal tip. The observed kinked shaft has been assessed as not MDR reportable. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. These findings do not coincide with what was initially reported. Follow up is in progress to verify if this damage was present during procedure. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. A manufacturing record evaluation was performed for the finished device and no internal actions were found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacture reference no: (B)(4).

Event description:
It was reported that a (B)(6) year old male patient with history of hypertension and gastrointestinal bleeding underwent atrial fibrillation ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis and surgical intervention. The patient came in with a small pericardial effusion. The carto 3 system displayed a force sensor error 106. The cable was replaced, and the issue did not resolve. Catheter replacement resolved the issue. The observed force sensor error has been assessed as not MDR reportable. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. The case then continued. While ablating, it was noticed that the pericardial effusion had grown. The patient was stable. Pericardiocentesis was performed. Approximately 470ccs of fluid was withdrawn and patient was stable. Further in the procedure, effusion was still noticed. A second pericardiocentesis was performed and the patient was then transferred to surgery. Extended hospitalization was required until the pericardial drain was removed. There were no errors or malfunctions with equipment reported, other than noted. Physician opinion is that the event may have been caused by transseptal access. Transseptal puncture was performed using the cook 71cm needle. Generator parameters at the time of the injury were set to: power control mode. Power was not titrated during ablation. Irrigated catheter flow settings used in the event were set at 15 cc/min. A st. Jude medical 8.5 cm sl1 sheath was used. The patient was administered heparin anticoagulant and the act range maintained during procedure was 300-350. The catheter was zeroed after the initial warm-up phase post catheter connection to the carto® 3 patient interface unit. The carto® 3 system did not indicate to re-zero the catheter. No error messages were observed on and biosense webster inc. (Bwi) equipment during the procedure.